Event description:
Inability to administer full intra-articular dose of triamcinolone acetonide 40 mg/ml ( 2 ml) suspension mixed with 1% lidocaine (1 ml). Needle appears occluded. Occurred multiple times with amneal manufactured vial ndc: 70121-1169-01 lot #ap260026, exp january 2028. Other manufacturers and lots did not have this occur. Using 5 ml bd syringe with bd brand 25 gauge 1.5 inch safety needles. Lidocaine 1% manufactured by avet pharma ndc 23155-940-31.